Manufacturer narrative:
(B)(6). The lot was manufactured july 27, 2017 - july 28, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph of the sample showed evidence of a leak inside the overpouch; however, the location of the leak could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its overpouch. This event was discovered at the hospital and before patient use. The location of the leak was not specified. The infusor was filled with 8000mg flucloxacillin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.